Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported issue and found the image cuts in and out due to a charged coupler device faulty unit. In addition, the coupler found bent causing an off-centered image and there was a shortage in the cable causing an intermittent flicker image. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus, the image was lost during a therapeutic procedure and the coupler is loose "jiggles". No patient harm or injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. Section e2 and e3 remain unknown. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair history indicated that the device was last serviced via repair on july 22, 2016. A review of the complaint history shows there is no compound of events that are the same as or similar to the reported event in the same facility and on the same equipment. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. However, based on the physical evaluation, the potential cause of the reported no image malfunction is due to a malfunction of the charged coupled device (ccd) unit. The failure of the ccd unit is considered to be due to the deterioration of the material of the ccd sensor due to ultraviolet rays. Olympus will continue to monitor complaints for this device.